Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered to be "similar" cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 07th november 2018. Polyimide to retrieval loop joint found to be broken. Documents review including IFU review: prior to distribution all evo-pc-10-11-8-b devices are subject to visual inspection and functional checks to ensure device integrity. There inspections and functional checks are outlined in internal procedures in place at cirl a review of the qc records did not reveal any discrepancies which could have contributed to this complaint issue. Upon review of complaints, this failure mode has not occurred previously with the lot number c1476345. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with the lot number c1476345. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0057-4). Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the scope in tortuous position. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, there have been no adverse effects to the patient reported. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
After deploying the stent in the bile duct, the user removed the delivery system from the patient. Then, he noticed a radiopaque marker on the fluoroscopy screen which was not supposed to be there. The endoscopy screen also showed the marker and confirmed separation of the inner catheter. The separated segment was caught with forceps and retrieved from the patient body with removing the endoscope. There have been no adverse effects to the patient reported.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered to be "similar" cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington , indiana , 47402-4195. Importer site establishment registration number: 3005580113. Additional information was received 12-feb-19, the investigation is still pending on receipt of this information. A follow up MDR report will be submitted to include the investigation conclusions.

Event description:
This follow up is being submitted as additional information was received 12-feb-19 "was the introducer system fully recaptured before removing the introducer system? - no" after deploying the stent in the bile duct, the user removed the delivery system from the patient. Then, he noticed a radiopaque marker on the fluoroscopy screen which was not supposed to be there. The endoscopy screen also showed the marker and confirmed separation of the inner catheter. The separated segment was caught with forceps and retrieved from the patient body with removing the endoscope. There have been no adverse effects to the patient reported.

Event description:
This follow up is being submitted as additional information was received 12-feb-2019 "was the introducer system fully recaptured before removing the introducer system? No". After deploying the stent in the bile duct, the user removed the delivery system from the patient. Then, he noticed a radiopaque marker on the fluoroscopy screen which was not supposed to be there. The endoscopy screen also showed the marker and confirmed separation of the inner catheter. The separated segment was caught with forceps and retrieved from the patient body with removing the endoscope. There have been no adverse effects to the patient reported.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered to be "similar". Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: (B)(4). The device involved in the complaint was evaluated in the laboratory on 07th november 2018. The returned device lab findings and observations can be referred through the attached files. Polyimide to retrieval loop joint found to be broken. As per additional information received "the introducer system was not fully recaptured before removing the introducer system"(ref. Att. 'Pr #244102_irl_additional information recieved_01_12-feb-19.msg'). Additional information was requested to clarify the reason why they didn¿t recapture the system? "The physician was not taught to do it, I think" (ref. (B)(4) additional information _ 18 march 2019'). Prior to distribution all evo-pc-10-11-8-b devices are subject to visual inspection and functional checks to ensure device integrity. There inspections and functional checks are outlined in internal procedures in place at cirl. Upon review of complaints, this failure mode has not occurred previously with the lot number: c1476345. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with the lot number: c1476345. A review of the manufacturing records for c1476345 did not reveal any discrepancies which could have contributed to this complaint issue. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to while removing the deployment device without re-capturing the introduction system. Additionally a possible root cause could be attributed to the scope in tortuous position. Complaint is confirmed as the failure was verified in the laboratory. According to the information reported, there have been no adverse effects to the patient reported. Complaints of this nature will continue to be monitored for potential emerging trends.